Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6)hospital initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a plif on (B)(6) 2018. The surgery was completed successfully without any delay. On (B)(6) 2022, an extension to the upper vertebral body revision plif was scheduled to be performed because the patient developed an adjacent intervertebral disorder. No further information is available. This report involves one moss miami spine system rod 5.5 x 40mm. This is report 9 of 12 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Part #179762040. Lot # bdj5ns5. Supplier: (B)(4). Batch1: lot qty of (B)(4). Unit were released on 21 jun 2016 with no discrepancies. Batch2: lot qty of (B)(4). Unit were released on 31 may 2016 with no discrepancies batch3: lot qty of (B)(4). Unit were released on 2 may 2016 with no discrepancies. No ncrs were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.